Event description:
Hill-rom rec'd a report from the account stating the brakes were not holding. The bed ws located in maintenance at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found casters and caster supports needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the foot brake and steer casters and all four caster support to resolve the issue. Based on this info, no further action is required.